Event description:
It was reported that inappropriate defibrillation therapy was delivered due to incorrect interpretation of atrial fibrillation. The physician didn't allege a malfunction against the device and alleged the device performed as expected based on the programmed settings. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.